Manufacturer narrative:
One device was returned for analysis of complaint of motor error. Review of history found no relevant repair events. Review of event log found motor not running, travel reverse error. Complaint was verified. Visual and functional tests were performed. The pump was repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The main cause of customer¿s complaint was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that a motor error occurred. The event occurred during testing. There was no patient involvement.